Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Patient alert for lv pace impedance greater than 2500 ohms on (B)(4) 2005. Weekly pace lead trend data shows an increase for max lv pace impedance from 616 to 2704 ohms range between (B)(4) 2005 and (B)(4) 2006.

Event description:
It was reported that the patient presented to the emergency room (ER) where it was discovered that the left ventricular (lv) lead was dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).